Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the catheter was cracked. An atlantis¿ sr pro imaging catheter was used to visualize the coronary artery. During percutaneous transluminal coronary angioplasty (ptca), it was noticed that the imaging catheter was cracked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. No issues were found, the device appears to be in good conditions during visual inspection. It was observed that the catheter flushed normally during functional inspection. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the catheter was cracked. An atlantis sr pro imaging catheter was used to visualize the coronary artery. During percutaneous transluminal coronary angioplasty (ptca), it was noticed that the imaging catheter was cracked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.